Event description:
It was reported that three screws were broken inside the area where attachment are coupled on the universal modular electric/battery double trigger handpiece. There was no pt harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.